Manufacturer narrative:
The avalon fm50 fetal monitor was used for monitoring at the time of the allegation. This complaint documents the fetal death prior to the birth report. The avalon fm50 fetal monitor was not tested by philips or the (B)(4) distributor engineer as the device has been taken out of use and is not available, per customer. The analysis results of the provided ctg trace have been provided. There is no allegation or indication of any avalon fm50 fetal monitor or labeling malfunction. The analysis of the ctg trace by the philips research and development (r&d) engineer revealed no failure of the avalon fm50 fetal monitor. The device has been taken out of use. No further investigation or action is warranted.

Event description:
It was reported by the customer that the "avalon fm50 did not record ctg while in use on a patient." Philips was informed that 'the child is deceased.'

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the "avalon fm50 did not record ctg while in use on a patient". No further details about the incident or the nature of the injury were provided.